Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that the patient was feeling lethargic, poor concentration and "foggy headed" during a device check. It was also reported that the clinician increased their rate from sixty to eighty beats per minute and the patient reportedly became more alert. The implantable pulse generator (ipg) was reprogrammed and remains in use. The patients ability to concentrate has improved. No further patient complications have been reported as a result of this event.